Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that there was air bubbles at the top of reservoir of insulin pump. Customer stated that they experiencing high blood glucose level since last two weeks. After assisting customer was able to rewind and found no leak at set tube. No harm requiring medical intervention was reported. Set will not be returned for analysis.